Manufacturer narrative:
It was reported to service technician that the d830 table tilted to the right during a case on its own, on three separate occurrences, during the procedure. A stryker field service technician went to the customer site and visually examined the table and completed a full mechanical evaluation. The sfst was able to replicate the tilting movement on the table. The table was pulled from service and has been returned to the manufacturer for further investigation. There was no injury or adverse event reported.

Event description:
It was reported to service technician that the d830 table tilted to the right during a case on its own on three occurrences during the procedure. There were no injuries during the case.